Event description:
It was reported the patient was scheduled for an ipg replacement procedure due to the ipg reaching end of life prior to the expected end of life. Follow up identified the physician replaced the ipg. It was reported the patient received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.